Event description:
It was reported that the patient presented in clinic due to the device vibrating from notifiers regarding the lead impedances. It was also noted that the patient received a shock with 0j. Then the shock configuration changed to deliver a 40j shock which terminated the arrhythmia. The lead was explanted and replaced. The patient was in stable condition.